Manufacturer narrative:
(B)(4). Batch # r9425e. Investigation summary: the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that the primary packaging (tyvek) was damaged. Item had not been used. No patient consequence.